Event description:
Patient reported she has 14 cassettes of lot4329619 that are not affected by recall and has 1 cassette of lot4329614 that is affected. Patient reported she had a couple incidents where alarm has gone off (type of alarm unknown), but patient disconnected the cassette and rebooted the pump, and reconnected the cassette and it had resolved the issue. Unknown if patient was infusing with recalled cassette lot at time alarm, occurred. Patient is not symptomatic and not experiencing any issue currently. Unknown if cassette or pump caused alarm. Pump serial number and due date unknown. Pump was not replaced. No further information provided. Pump return tracking information is not applicable. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we replace the product? No. Did the patient have a backup product they were able to switch to? Yes. Was the patient able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. Reported to (B)(6) by: patient/caregiver.